Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and inspection revealed that when the pump was pressed it was dimpled. Therefore, the pump was removed and replaced. The new pump was tested several times before completing the procedure and the patient was retrained with the procedure to use the pump. The patient improved and had a stable outcome.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and inspection revealed that when the pump was pressed it was dimple. Therefore, the pump was removed and replaced. The new pump was tested several times before completing the procedure and the patient was retrained with the procedure to use the pump. The patient improved and had a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported dimple pump was not confirmed. The pump passed all tests performed. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.